Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device with delivery system (wds) was used. Eight hours post procedure an acute pericardial tamponade was observed. The patient underwent a surgical thoracotomy to treat the tamponade and the device was removed. No further patient complications were noted. No additional information is known at this time.